Manufacturer narrative:
(B)(6).

Event description:
The device analysis performed on the electrode revealed that it had discolored epoxy and a chip out. The color of the newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored. This failure mechanism is unrelated to the reported complaint and is due to external mechanical force and thermal stress associated with multiple autoclave cycles.